Event description:
Per pt's sister, the pt reportedly developed an infection just above the port. Pt was reported to have fallen on the floor and was found 15 hours later at the hospital and then was transferred to another facility where she passed away. Infection was reportedly found in (B)(6) 2014 and the pt passed away in january. On (B)(6) 2015 - it was reported by the pt's sister that, the pt was diagnosed with stage IV inflammatory breast cancer the latter part of 2012 and a port was implanted sometime the same year. The pt reportedly presented the following comorbidities: diabetes, obesity, and heart arrythmias, and malignant liver spots. The pt reportedly received chemotherapy 3 times a week. In (B)(6) 2014, the pt developed sepsis due to a staph infection. The port was said to be explanted sometime in november (dates not known at this time). The pt was also reportedly diagnosed with septic arthritis to the upper extremities and was said to be too weak to care for herself. The pt was admitted to a nursing home where her state of health was said to have declined and her chemo treatments stopped. It was reported that at the end of the year 2014 (dates not known clearly) the pt was receiving hospice care. The pt reportedly expired in (B)(6) 2015 and her death was reported due to breast cancer as per her death certificate.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review (lhr) of rewf0589 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation.